Manufacturer narrative:
Csi box.

Event description:
It was reported by service report that the stretcher intermittently surges when in zoom mode due to a malfunctioning csi box. No pt involvement or adverse consequences are reported.